Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bilateral total knee on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture broke approximately midway on the strand. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.